Event description:
Boston scientific received information that this patient received received inappropriate therapy for atrial fibrillation with rapid ventricular rate (af with rvr). Boston scientific technical services (ts) reviewed the event with the patient's health care professional (hcp) and explained that the issue stemmed from a condition of the device having detection enhancements programmed on along with three ventricular tachycardia (vt) zones, with the first set to monitor only. Ts went on to explain that in the circumstance that a patient's rate begins in the first zone (monitor only) and accelerates into the second, detection enhancements are no longer able to inhibit therapy. This can in turn lead to therapy exhaustion should the patient's rate not fall below the programmed zone limits. Ts provided the hcp with a possible programming solution as well as recommended the patient's intrinsic rhythm and medications should be assessed along with the possibility of atrial ablation. The patient was subsequently hospitalized until their intrinsic rhythm could be managed appropriately through medication. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.